Event description:
Event description guidant received information that the patient with this device went to the ER with dizziness due to low blood pressure. While in the ER, the device had two episodes of pacing below the programmed lower rate limit (lrl). The lrl is set to 70 and these beat are below 60. Technical services states there may be oversensing. The caller checked the device and did not find any oversensing problems. The device checked out fine.